Manufacturer narrative:
At this time the device remains in service. Should additional information become available this investigation will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed.

Event description:
Boston scientific received information from the health care provider that this device has reached elective replacement indicator (eri) due to charge time. The monitor voltage is currently 2.61 volts with a 28 second charge time. No adverse patient effects were reported. Additional information received from the local sales representative states that a replacement procedure has been scheduled for the near future. The entire system will be replaced as the physician has elected to upgrade the entire system. The physician had no complaints about the functionality, longevity or operation of the device.